Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle is ¿leaking in patients mouth¿. No serious injury or medical intervention was reported.

Manufacturer narrative:
Two full shelf carton was returned in good shape. Ten random samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of the testing performed on the returned samples were acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch (B)(4) had 52 visual inspections performed on 2,600 parts with zero defects noted. Nine leak tests were performed on 45 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that bd precisionglide needle is ¿leaking in patients mouth¿. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: n/a. Medical device lot #: 2213458 device manufacture date: 2012-07-31.

Event description:
It was reported that bd precisionglide needle is ¿leaking in patients mouth¿. No serious injury or medical intervention was reported.